Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician noticed blood leaking from valve and had difficulty with deflection. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician noticed blood leaking from valve and had difficulty with deflection. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been disposed. It was further reported that a pressure bag was used for the irrigation of sheath. The dilator, wire and non-boston scientific device was inside the sheath prior to, and/or at the time, the leak was observed. The leaking was from the valve at the proximal end of the sheath. It was a slow drip leaking. During aspiration, the air was pulled into the syringe.